Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable high results for an unspecified number of patient samples tested for the elecsys vitamin d total ii assay (vitd) on a cobas 6000 e 601 module (e601) and repeated all samples that were tested on (B)(6) 2018. The customer provided data for a total of 62 patient samples and of these, 14 had erroneous initial results that were reported outside of the laboratory to physicians. The samples were initially tested on the complained e601 analyzer designated as "cobas 2". The samples were repeated on this same analyzer and also a different analyzer (cobas 1) on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The vitd reagent lot number was 298228. The reagent expiration date was asked for, but not provided. After (B)(6) 2018, the customer started checking all reagent packs for the presence of foam/bubbles. On 13-feb-2018, the field service engineer flushed the line to a probe. He changed syringe seals. A probe was damaged, so he replaced this. He checked the mixer. Quality controls were ok. He ran patient comparisons and these were ok.

Manufacturer narrative:
On 28-feb-2018, the field service engineer decontaminated the analyzer, increased the gear pump pressure, exchanged the reagent probe, and adjusted the mixer. The customer stated that they received erroneous results for three additional patient samples tested for vitd on 01-mar-2018. The erroneous results from these sample were not reported outside of the laboratory and were detected by the user. No adverse events were alleged to have occurred with these patients.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).